Event description:
It was reported that the patient experienced severe nausea and vomiting, and loss of bladder control the day after a spinal cord stimulation (scs) revision procedure (MFR. Report no. 3006630150-2023-04293) prior to stimulation being turned on. The patient was seen in the emergency room (ER) where the symptoms began resolving; however, while in the ER, the patient fell on his back into a sharps container. The patient was released from the hospital, but later returned after he began experiencing weakness. Although magnetic resonance imaging (MRI) taken in the field revealed no anomalies, the patient underwent an explant procedure where all devices were removed due to increased severity of the reported weakness. Postoperatively the patient was paralyzed and went to physical therapy (pt). The physician assessed the patient had a bleed, and the fall was likely the cause of the bleed and the postoperative paralysis. Additional information was received clarifying the patient was released from the hospital upon review of the lumbar MRI, but returned when the weakness, nausea, and headache intensified. The patient had stated he experienced weakness in his lower body, with difficulty walking and maintaining balance. The physician assessed the post-explant paralysis was likely the result of the rupturing of the existing hematoma, as dried blood in the spinal canal had been noted upon insertion during the implant procedure.

Event description:
It was reported that the patient experienced severe nausea and vomiting, and loss of bladder control the day after a spinal cord stimulation (scs) revision procedure (MFR. Report no. 3006630150-2023-04293) prior to stimulation being turned on. The patient was seen in the emergency room (ER) where the symptoms began resolving; however, while in the ER, the patient fell on his back into a sharps container. The patient was released from the hospital, but later returned after he began experiencing weakness. Although magnetic resonance imaging (MRI) taken in the field revealed no anomalies, the patient underwent an explant procedure where all devices were removed due to increased severity of the reported weakness. Postoperatively the patient was paralyzed and went to physical therapy (pt). The physician assessed the patient had a bleed, and the fall was likely the cause of the bleed and the postoperative paralysis. Additional information was received clarifying the patient was released from the hospital upon review of the lumbar MRI, but returned when the weakness, nausea, and headache intensified. The patient had stated he experienced weakness in his lower body, with difficulty walking and maintaining balance. The physician assessed the post-explant paralysis was likely the result of the rupturing of the existing hematoma, as dried blood in the spinal canal had been noted upon insertion during the implant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7081840.

Event description:
It was reported that the patient experienced severe nausea and vomiting, and loss of bladder control the day after a spinal cord stimulation (scs) revision procedure (MFR. Report no. 3006630150-2023-04293) prior to stimulation being turned on. The patient was seen in the emergency room (ER) where the symptoms began resolving; however, while in the ER, the patient fell on his back into a sharps container. The patient was released from the hospital, but later returned after he began experiencing weakness. Although magnetic resonance imaging (MRI) taken in the field revealed no anomalies, the patient underwent an explant procedure where all devices were removed due to increased severity of the reported weakness. Postoperatively the patient was paralyzed and went to physical therapy (pt). The physician assessed the patient had a bleed, and the fall was likely the cause of the bleed and the postoperative paralysis.